Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was duplicated. The complementary metal-oxide-semiconductor (cmos) battery was then replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at the time of filing.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the fusion computer was not booting up properly and that it was giving a no signal message. No patient present.

Manufacturer narrative:
Additional information: UDI provided. Additional information: device manufacture date provided.